Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the sensors were measuring high values. Generally between 4-6 points higher. Additional information received indicated that the customer complains that on multiple occasions, the medical team observed numerous spco values when the co was actually low. In some occasion, blood analysis was performed, confirming very low hbco, while spco was 5-7. No known impact or consequence to patient.